Event description:
During a re-intervention procedure on a graft implanted in 1991. It was noticed under ultrasound examination that the graft showed signs of numerous false aneurysms. It was considered that there was possibly a risk of them rupturing given the size.